Manufacturer narrative:
It was reported that, "the guidewire is too flimsy to allow the catheter to track. It kinked upon insertion". Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample is not available for return. Therefore, a root cause cannot be established. There is no further information. Due to the nature of the incident, and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported, the guidewire is too flimsy to allow the catheter to track. It kinked upon insertion.